Manufacturer narrative:
This report is submitted on june 16, 2022.

Event description:
Per the clinic, the patient experienced an mrsa infection at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported). Subsequently, the device was explanted (date not reported) and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on july, 30,2022.